Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged graft failure is related to v.a.c. Simplicity therapy system.

Event description:
On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged graft failure is related to v.a.c. Simplicity¿ therapy system. The healthcare practitioner was uncertain if kci device caused or contributed to the event, and the intervention performed was discontinuation of kci product. No surgical intervention was reported. Device labeling, available in print and online, states: -never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. -continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. -continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c.® therapy with a new graft placement. -apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressing, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. - v.a.c.® therapy may not be suitable for placement over some products that create a barrier to fluid removal. Check with the product¿s manufacturer prior to use with v.a.c.® therapy. -apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft/tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster.

Event description:
On nov 13 2017, the following information was reported to kci by the nurse: on (B)(6) 2017, a patient's left foot apligraf, non kci product, placement experienced a graft failure while on v.a.c. Simplicity¿ therapy system. The nurse reported that at the start of the day shift, the morning of (B)(6) 2017, the v.a.c. Simplicity¿ therapy system was working, and at 1330 hours the unit was off. The graft was assessed, and the graft had allegedly ¿declined.¿ the patient reported to the nurses that the unit did not alarm. On dec 05 2017, kci received the kci medical questionnaire which stated the following: ¿there was a concern voiced by the wound care center that the inlet port for the power cord to the appliance was not working properly. The power cord inlet plug was well seated into port on the appliance but there was no power to the appliance. It is believed the appliance ran on battery until discharged despite the appearance that the unit was plugged into a power outlet at the headwall power source. The audible alarms were on and functioning which alerted the staff to check all connections again. Finding no issues with connections, the wound care center removed the appliance and dressing. The graft site did appear worsened since the initial application of the appliance. The plant operations manager performed an electrical check and found that the inlet power port on the appliance was not intact and no electricity was being powered to the unit. The surgeon was notified of the issue and the condition of the graft site. The surgeon assessed the site the following day and indicated no concerns with the situation as primary cause. It is unclear how much time elapsed while the appliance was not working properly.¿ it was also noted that the healthcare practitioner regarded the role of the kci product in the alleged event as ¿uncertain if kci device caused or contributed to the event.¿ the medical intervention noted that was required to prevent worsening of the situation related to the kci product was ¿discontinuation of kci product.¿ on dec 05 2017, kci received the patient¿s medical records which included the following information: on (B)(6) 2017, the patient was admitted with left foot diabetic wound. She has known charcot foot and is followed by podiatry as outpatient. She was placed on empiric antibiotics underwent an I and d and debridement of left foot abscess on (B)(6) 2017. The patient was placed on intravenous antibiotics by infectious disease, and was referred to subsequent hospital for continued IV antibiotics and wound care. Physician instructions were noted as the following: left foot wound dressing not be changed for 5-7 day per physician, surgery on (B)(6) 2017. Discharge diagnosis¿s were listed as: cellulitis of left heel, abscess of left heal, enterococcal bacteremia, leukemoid reaction, acute kidney injury. Per review of patient¿s subsequent hospitalization: on (B)(6) 2017, the patient was transferred from another hospital status post debridement and positive wound culture with enterococcus faecalis for continued antibiotic therapy and wound v.a.c.® treatment. On (B)(6) 2017, the physician observed the patient and noted the patient¿s left foot was bandaged. There is a wound v.a.c.® in place. It was also noted the patient was seen by podiatrist in clinic on (B)(6) 2017. The patient has a follow up appointment with the podiatrist on (B)(6) 2017. On (B)(6) 2017, the physician observed the patient and noted the patient¿s left foot was bandaged. There is a wound v.a.c. ® in place. Per patient, after visit with podiatrist on (B)(6) 2017, the patient¿s ¿infection is improving and she will need another skin graft in near future.¿ the patient was discharged home on (B)(6) 2017, with orders to continue v.a.c.® therapy. A device evaluation of the v.a.c. Simplicity¿ therapy system is currently pending completion.